Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented with acute myocardial infarction (mi). Vascular access was obtained via the femoral artery. The 75% stenosed, 16x3mm, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery. A 3.00x16mm promus element plus stent was advanced to treat the target lesion. Following stent deployment, it was noted that the distal end portion of the stent struts were cramped and damaged. The physician then implanted another stent and the procedure was completed. No patient complications were reported and the patient's status was stable.